Event description:
A hosp materials mgr reported that the laser stopped functioning and the indirect and endoprobe were not working correctly. No harm to the pt was reported.

Manufacturer narrative:
The company rep examined the system and duplicated the problem reported. The radio frequency identification (rfid) printed circuit board (pcb) was replaced and sent for in-house eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B)(4) when add'l reportable info becomes available. (B)(4).